Event description:
It was reported that a spectrum pump did not detect a downstream occlusion during an infusion. The pump was programmed to deliver tpn at approx 5ml/hr. The customer stated that the device did not alarm, however the blanket around the pt was wet. The nurse later learned that the broviac had been previously repaired. Any pt injury is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.